Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a surgical procedure, an external pulse generator (epg) was being used, and the electrocardiogram (ECG) indicated that the patient had an r on t wave and then went in to ventricular fibrillation (vf). The patient was successfully resuscitated. Recorded ECG strips from the incident indicated that the epg had atrial undersensing with ventricular safety pacing. The current status of the epg is unknown. No further patient complications have been reported.